Event description:
Pump was running a continuous insulin infusion. The pump alarmed stating biomed error and stopped infusing the medication. Pump turned off and infusion switched to new pump. FDA safety report ID# (B)(4).